Event description:
It was reported that the ventricular port on the external pulse generator was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during testing the generator failed its incoming vxi testing the failures were rerun and still failed. Analysis also confirmed the customer comment that the ventricular output connector was broken and further noted that the upper case was damaged, the lower case, one side bail cover and the ring cover were broken and that one side bail cover, one case screw, one side bail and the battery drawer o-ring were missing. (B)(4).